Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03170. The same patient is represented in each medwatch

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to pelvic organ prolapsed and stress urinary incontinence. Following insertion the patient experienced pain, urinary problems, recurrence and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 04/13/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with extraperitoneal vaginal vault suspension, vaginal enterocele, rectocele, cystocele repair, and cystourethroscopy due to vaginal vault prolapse, pelvic relaxation, urodynamic stress incontinence, sui, and pop. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, and has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent suburethral sling procedure via retropubic approach and cystourethroscopy on (B)(6) 2007 due to mixed incontinence with primary stress component. No additional information has been provided. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.